Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on october 24, 2023.

Manufacturer narrative:
This report is submitted on sep 29, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023. Due to device no longer working for the patient. There are no plans to reimplant the patient with a new device as of the date of this report.